Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 432 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. However the basal rates were incorrect. The caller stated that she would call the health care professional for the correct basal rates. The insulin pump passed the prime and displacement tests, but failed the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.